Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that the catheter was flipping in position and had pulled the pump segment of the catheter; it was twisted and completely obstructed. Surgical observation revealed that the catheter was kinked. In-patient or prolonged hospitalization was required. The event resolved without sequelae on (B)(6) 2019. The catheter was disposed of according to biohazard instructions. Etiology indicated the event was not related to the device, therapy, or implant procedure. The patient¿s weight was not measured at baseline. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ascenda_cath, lot#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: neu_ascenda_cath, lot#: unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: neu_ascenda_cath, serial/lot #: unknown. Product ID: neu_ascenda_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. The patient's device indication included neuropathic pain, injury to the tissue of the nervous system, and back and leg pain due to injury. The patient's concomitant medications included pregabalin 600 mg and diclofenac. It was reported pump migration occurred. The event date was reported to be (B)(6) 2019. When refill was performed, it was noted the pump flipped 180 degrees and was quite mobile. Diagnostics included x-ray on (B)(6) 2019; the pump was connected to the catheter, and the catheter remained fixed at the spine level. The pump was repositioned on (B)(6) 2019, and the event was considered resolved without sequelae as of (B)(6) 2019. The event was considered related to the device/therapy, and not related to the implant procedure. Additional information was received. The device diagnosis was updated to pump inversion. Additional information was received. It was stated the pump was continuously flipping over. The pump location was left front upper quadrant, the direction of the pump pocket incision was transverse (horizontal), the pump depth was subfascial, the pump anchoring technique included a mesh pouch and anchoring to the fascia. The catheter was reported to be replaced on (B)(6) 2019. The catheter position was dorsal, the anchoring technique included the ascenda anchoring system, and the pump connector was sutureless. The catheter return status was not able to be determined. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Additional information was received. Due to the pump flipping, it had pulled the pump segment of the catheter and twisted it, and it had obstructed.